Event description:
Subsequent CT performed one month after graft implant detected a proximal type I endoleak coming off the posterior of the graft. In 2005 a main body extension was deployed at the proximal portion of the zenith main body to treat the endoleak resolved.